Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was partially deployed and the condition substantiated the reported loss of arterial access prior to firing the clip. External observations revealed fully engaged plunger, fully proximal safety release button, fully deployed thumb advancer, fully engaged hub, fully slit sheath, no pusher fingers at the distal end of the tubeset, and open and bent locator wings. Internal observations revealed undisplaced catch, undeployed pusher block, and undisturbed clip remained on the carrier tube. Bent wings indicate that there was resistance while retracting the device to position the wings against the arterial wall. During lab testing, the device was cleaned, re-assembled, and re-deployed successfully as intended. Based on the investigation details, the probable cause for the reported loss of arterial access is related to the operational context in the use of the device. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the device history record did not reveal any relevant non-conforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with reported loss of arterial access during use. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a left common femoral artery after a diagnostic procedure. Reportedly, after click 1 (connect the starclose se introducer sheath /exchange sheath to the clip applier) and click 2 (deploy the locator wings by depressing the plunger) the physician retracted the device, but no resistance was felt and the starclose se device slipped out of the patient. The patient was successfully compressed with a non-abbott device to achieve hemostasis. The physician indicated, click 2 was normal with audible click and number 2 in window. There were no adverse patient effects. The physician is proficient in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Date of event): the facility reporter indicated the index procedure occurred sometime the prior week from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as estimated date. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.